Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the image issue and the adhesive issue in chapter 3: preparation and inspection. The reported image issue did not occur during testing. The image issue may have occurred following damage to the image sensor unit or mounted components on the electrical board; however, the cause of the issue was not confirmed. The adhesive issue may have occurred due to external factors or handling; however, the cause of the issue was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the deflectable videoscope did not produce an image. The issue was found during preparation for use and during a therapeutic sokei hernia procedure. After several attempts repeating the connection, the image was displayed, and the procedure was completed with the same device. There was a delay noted in the procedure and the surgery was stopped for a time. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the evaluation found that the adhesive around the objective lens was peeled. Due to a pinhole on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a chip. The label on the video connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.